Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. After two clips had been deployed successfully, the next clip prematurely deployed. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional med procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instruction for use state: uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use state: with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. The instructions for use state: removing undeployed device through a retroflexed scope can cause detachment of clip. Prior to distribution, all instinct endoscopic hernoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.